Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles which were both soda pop sized and big air bubbles were also founded. Customer was unable to remove the air bubbles after troubleshooting. Customer stated that there were no leaks found at the p cap connection. The device will be not returned for the analysis.